Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error one day, the next day it alarmed motor error, the day after that it alerted battery test failed. The caller stated that even after multiple battery changes the display of the insulin pump has not returned. The caller did not know their blood glucose value at the time of the incident or at the time of the phone call. Troubleshooting was not performed since the customer was going to discontinue the use of the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with currents in specification. No unexpected failed battery test or no blank display was noted. The lcd board was fine. No motor error alarm noted. The motor passed motor test. The device passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. No button error alarm. The device was received with an intermittent act button response due to flattened button keypad dome. The button keypad connector was found closed properly during visual inspection. The device had minor scratched lcd window, cracked case near display window corners, broken reservoir tube lip, reservoir tube cracked and cracked lcd window.